Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the sheath; however, the dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator puncture could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method, conclusion codes, along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the needle punctured the sheath. The needle with stylet was difficult to insert into the sheath following venous puncture in the left subclavian vein. Another sheath was used to continue the procedure with no consequences to the patient.